Event description:
It was reported that medication remains in the secondary tubing despite efforts to clear the line. The final 100ml of a herceptin infusion stopped flowing after the drip chamber filled up. The primary infusion started dripping, even though the secondary infusion still had 100ml left. There was no patient harm.

Manufacturer narrative:
Additional patient information- caucasian. Although requested, additional information (a.1) is not available.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that medication remains in the secondary tubing despite efforts to clear the line. Opdivo (mixed with 100ml) normal saline is infused as a secondary, and the drug will stop infusing when it is down to the last 15ml. At this time, the infusion bag is empty, the drip chamber contains approximately 2ml of medication, and the entire secondary line remains full of medication. It was reported the nurse will then usually open the channel and let the drug drip down the line, but 5ml will remain stuck in the secondary set.